Event description:
It was reported that the patient's right atrial (ra) lead failed to capture and exhibited high pacing impedance. The ra lead was explanted and replaced on 22 apr 2025. The patient was in stable condition.